Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on 12/20/2022 for g6 transmitter with serial number (B)(6). However, g6 transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was not performed as unit has no voltage, no inquisito log data, and no other indication of a problem found for serial number (B)(6). Within the investigation window. The allegation was undetermined. The probable cause was determined to be could not be determined. The reported event of transmitter failed/error/alert is reportable. No injury or medical intervention was reported.